Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. The exact cause of the anomalous condition found during lab testing could not be confirmed. The condition disappeared during analysis.

Event description:
It was reported that there was a complete loss of telemetry. The device was removed and replaced. No patient complications have been reported as a result of this event.